Manufacturer narrative:
This product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transcutaneous vertebroplasty for primary osteoporosis. Type of fracture : compression fracture level at which implant was performed : l1 patient medical history : diabetes it was reported that the inflation syringe display did not display as 0 (basic 441psi displayed). Furthermore, after opening a new set, the product was filled with cement, however, it hardened quickly and the target amount of cement could not be entered. As such, the new set was opened and the target amount of cement was added. There was a delay in the procedure by less than 60 mins. The procedure was successful by the usage of a new product. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received that there was no defect observed on the mixer. No malfunction was confirmed on the products including the kit besides the cement hardening early. Other products along with the cement came in contact with the patient. There is no malfunction with the cement after use on the patient. It was not determined if the premature hardening of cement occurred due to the faulty product or due to an error in the procedure, in the doctor's view. When the premature hardening occurred, it was during the doctor injecting into the patient. Because the cement hardened sooner than expected during the doctor injecting it into the patient body, the doctor needed to add cement from the new kit. Premature hardening occurred during the use of cement, but there is no malfunction of the cement observed after the procedure. Also, there was no malfunction observed prior to use.